Event description:
It was reported that during the procedure in the heavily calcified/tortuous right coronary artery (rca), resistance was felt during advancement of the 2.5x12 rx xience v stent delivery system (sds). The physician continued to advance the sds against resistance but could not reach the target region. During retraction of the sds, resistance was felt, slight pressure was applied, and the stent dislodged from the balloon. The sds was removed from the anatomy and a 3.0x23 rx xience v sds was advanced to the site of the dislodged stent at the ostium of the rca. The stent was deployed over the dislodged stent, embedding the stent into the vessel wall and treating the target region. The procedure was concluded with good results. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): sds advancement and removal against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.